Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500 mg/dl) and with a current trace of ketones. A temporary basal rate was set, infusion set site was changed multiple times, bolus via the pump and insulin injections were administered to address the bg level. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg with a healthcare provider. The customer acknowledged the advice and declined further follow up.